Event description:
Primary stability not achieved, no thread tap used, smoker, periodontal disease, diseased mucous membrane, local infection / subacute chronic osteitis, immediate implantation, inadequate bone quality/quantity, bone resorption, mobility ((B)(6) are same patient).